Event description:
It was reported that when using the bd pyxis medstation 4000 system the station was on white screen. The customer reported that the user was unable to login. The customer stated that this malfunction caused a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The field service engineer replaced smart service disk, configured it and performed data synchronization to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.